Event description:
Patient was revised. Once joint capsule was open, darkened stained synovium was observed around the femoral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports: patient was admitted to hospital for a revision knee replacement. Lcs components insitu. Once joint capsule was open darkened stained synovium was observed around the femoral component. This was subsequently revised and a new insert was also changed. Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..